Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the superior vena cava coil, the right ventricular coil, and the atrial lead displayed a slight decrease in impedance. The leads remain in use and no patient complications have been reported as a result of this event.